Manufacturer narrative:
(B)(4): the keypad was found to be intact with no evidence of damage. All keys were found to be fully responsive. However, contamination was found under the up and down arrow key contacts, the okay key contact, and the contrast key contact. Unrelated to the complaint, the investigation revealed a previously unreported faded display and battery compartment crack. The user complaint regarding the down arrow button could not be duplicated.

Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, it was reported that okay and enter keypad buttons were unresponsive. There is no additional information available about this complaint. The complaint is being reported because of the issue with the responsiveness of the buttons could not be resolved.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.